Event description:
Bovie pencil and megadyne tip opened for case. Tech put tip onto bovie pencil. Surgeon asked for the bovie; when the doctor went to put the pen into the mouth, the tip shielding burned the patient's lip. New bovie tip opened with no problem assembling and using the pen.